Event description:
The cuff on a 7sct tracheostomy tube is leaking while in use. The pt is a ventilator pt and claims the leak is causing him to wake up and add air to the cuff. The clinician reported that the tube was tested and the report of "cuff leak" by the end user could not be duplicated however; the pilot balloon was not tested for leaks. There was no pt harm reported. The tube was replaced.